Manufacturer narrative:
Following return and completion of laboratory analysis, this event will be further updated.

Event description:
Boston scientific received information that during a routine device replacement, this chronic right ventricular lead appeared loose when pulled and upon removal from the associated device, looked broken. The field representative confirmed all normal and acceptable system measurements prior to the procedure. The physician explanted the chronic lead and a new system was implanted on the opposite side. The explanted lead is expected to be returned for analysis; no resulting adverse patient effects were reported. The associated device is unknown.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection confirmed a severed lead; 237 mm from the terminal pin with only the proximal segment received. Technicians were able to confirm the presence of setscrew markings on the terminal pin. The lead's terminal area appeared normal with the exception of a slight curve. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the clinical observations and detailed analysis did not reveal any abnormalities that would have caused or contributed to the reported observations at product explant.